Event description:
It was reported a patient underwent an elbow arthroplasty approximately 2 years ago. Subsequently, patient was revised. The coonrad morrey humeral component broke while in situ while patient was at home carrying out household tasks. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 32810502501, pin/bushing replacement kit small/regular, lot # 62070279, catalog #: 32810505302, interchangeable ulnar assembly, lot # 60728679. Foreign source: scotland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Updated: d4 (lot, exp date). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: 2008. D4: exp date: jan 2011. Corrected: d4: (lot, UDI, exp date). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - stem. Reported event was confirmed as visual examination of the provided pictures identified the fractured humeral component. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.